Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device not yet returned.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that there was an inaccuracy with the system while using the gray tracker; it was 3 mm lateral. The surgeon switched to a different tracker and the accuracy was true. The surgery was completed with navigation and there was no impact on patient outcome.